Event description:
A tandem mobi cartridge alarm was reported by a caller. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, but the customer declined further troubleshooting due to being too busy.